Manufacturer narrative:
The apollo micro catheter was returned. The apollo total length and usable length were measured and found not to be within specification, as the 5 cm detachable tip was detached from the apollo micro catheter and was not returned with the catheter. Onyx residue was found with the apollo catheter hub. The apollo catheter body was found kinked. Onyx residue was found within the distal end of the ldpe coupling tube. The entire surface of the apollo micro catheter was examined under magnification, no pinholes or ruptures were found. The ldpe coupling tube overlap length was measured and found to be within specification. No other anomalies were observed. Based on the device analysis and reported information, the reports of ¿catheter rupture with onyx¿ could not be confirmed and the cause could not be determined. Although the returned apollo was found occluded with onyx, no ruptures, punctures or other surface disruptions that would lead to a leakage of onyx were found with the apollo catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Reference mdrs 2029214-2019-00974, 2029214-2019-00975. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic liquid embolic delivery microcatheter ruptured in the middle segment it was being injected with medtronic liquid embolic. The procedure was completed ok after the microcatheter was replaced. No patient injury was reported as a result of the event. The patient was undergoing liquid embolic embolization treatment of a lesion in the external carotid artery. The access vessel was 4mm in diameter and the vasculature was minimal in tortuosity. There was no friction or difficulty during delivery and there was no other damage observed on the microcatheter besides the rupture. Ancillary devices: onyx liquid embolic, terumo and traxcess guidewire, apollo microcatheter, microvention guide catheter, j&j sheath.